Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The service evaluation confirmed the customer¿s reported problem as the monitor works initially but turns off after a few minutes; the power turned off was identified due to a power supply module (acdc converter) failure. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oaz) was informed by the biomedical technician at the user facility that the asset/loaner high-definition liquid crystal display monitor ¿is initially operational but after several minutes switches off.¿ the problem was observed by the nurse while looking at the screen during a therapeutic procedure. There was no additional treatment required. The procedure was completed, and no death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device initially powers on but powers off after a few minutes due to a power supply module failure. The specific root cause of the power supply module failure could not be determined at this time. Olympus will continue to monitor field performance for this device.